Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's up and down arrow buttons were unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 137 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.